Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial number: unknown, product: type recharger. (B)(4).

Event description:
It was reported that a patient had a coupling problem. It was stated that the patient was having a ¿very tough time today¿ getting more than 3 bars for coupling with her implantable neurostimulator (ins). It was stated that she had been trying for the past hour. It was stated that the patient could feel her ins tilt inward toward the base of the ins- it was not flat. The patient stated she was not able to get coupling any higher than 52 and then it went back down to 44. It was noted that the patient¿s recharge antenna had never been replaced since her implant. It was stated that out of the patient¿s 3 devices, this had been the most ¿problematic¿ with regard to charging. It was stated that if the patient had known how ¿big of a pain it would be¿ to recharge she would have never gotten the rechargeable device. It was stated that when the patient recharged her ins got hot to the touch. Additional information received reported that the recharge antenna was damaged. It was stated that the anomaly appeared to have occurred through product use. No indication of patient harm. It was noted that the device was not returned, c500. Additional information received reported that the new antenna that was sent last week was not helping the patient. It was stated that the patient got 4 bars or less and rarely could get all 8. It was stated that the patient had been having these problems since implant in 2009. It was noted that the patient usually charged the device when it was only down 25%. It was stated that the patient charged for over 5 hours to get it fully charged the last time she charged. It was noted that it got warm due to charging for so long, and the patient stated that she did not use the belt. It was noted that the patient was able to get 7 bars while on the phone.

Manufacturer narrative:
Concomitant medical products: product ID 3587a25, lot# n067274n02, implanted: (B)(6) 2009, product type: lead. Product ID 3587a25, lot# n067274n02, implanted: (B)(6) 2009, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37083-40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the patient first got the implant, the stimulation worked fine and could not really say when but started having problems with the stimulation coverage not being effective in the beginning. It was noted that it was a gradual change. The patient stated that she never had gotten good coupling with the stimulator and ¿didn¿t understand why it would be and could not change that.¿ it was noted that the patient was not getting good coupling with or without the belt. It was noted that the antenna locate feature did not resolve the issue either. The patient stated that she had several falls and did not know if they would have impacted her stimulation therapy. The patient stated that it took her 45 minutes to get up to 4 coupling boxes and had to hold it for 3-4 hours to charge. The patient sometimes got up to 6-7 boxes and her hand got tired of holding it. At an appointment with the manufacturing representative on (B)(6) 2014 regarding the coupling issues with recharging, the patient was advised t o get adhesive discs to assist with holding the recharger antenna instead of the patient holding it with her hand. The patient stated that some adjustments (programming) were done and that the stimulation settings still were not right. The patient stated that after the appointment, it didn¿t seem to work right and felt that they should have had her move first and not just sit in one position when the stimulation settings were reprogrammed. The patient inquired to meet with a manufacturing representative that might be able to get better stimulation coverage in areas that would benefit the patient more.

Event description:
Additional information received reported that there was a coupling problem and the patient was still having trouble finding the spot to recharge her device since it was implanted. The patient had a lead turned off because they couldn¿t get it programmed right, and the patient didn¿t think stimulation was getting her the relief it should. The patient had an appointment scheduled with her healthcare professional. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.